Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit safety disk was due replacement, but new safety disk failed out of the box.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component code, investigation conclusion), h10, h11. It was reported that the cardiosave intra-aortic balloon pump (iabp) unit safety disk was due for replacement. A getinge field service engineer (fse) replaced with a new one serial number: (B)(6) but it failed on membrane diff prs. (Mmhg) parameter. After replacing with another safety disk the membrane diff prs. (Mmhg) parameter was passed within specifications. The patient involvement is unknown.